Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer reported 1-2 additional seconds of unintended fluoroscopic x-ray exposure to the patient. The exposure was terminated by the user pushing the button again to dislodge it. The wiring leading to the mainframe switch was evaluated, found to be tight, and was repaired. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that x-ray stays on after releasing the mainframe x-ray switch resulting in 1-2 seconds of unintended fluoroscopic exposure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was completed related to this event. The cause of the sticking x-ray on switch was due to an installation error when the reference monitor was installed. As there have been no other instances of the x-ray on switch wire having been pulled tight, distorting the x-ray on switch and causing un-commanded x-ray, this is a single, non-systemic issue. The instructions provided to field service personnel for installation of the reference monitors provide clear direction and appropriate cautions relative to management of the x-ray on switch wires and their placement. No further actions are planned by the manufacturer at this time in relation to this event.